Event description:
Boston scientific received information that this right ventricular (rv) lead had moved from the apex to the coronary sinus. Pacing threshold measurements had increased since the implant procedure. The dislodgment was observed via CT scan; perforation and cardiac tamponade were not observed. Sensing and impedance measurements were normal, and pacing was delivered properly. The patient and lead will be evaluated at the next device follow-up. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service with no intervention performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.